Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data.

Event description:
This is follow up#1 to report on 30/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿colon stoma¿ surgery and was implanted with strattice device on (B)(6) 2012. The patient underwent an ¿excision of unincorporated mesh; extensive lysis of adhesions; repair of recurrent incisional hernias; anastomosis of distal sigmoid colon¿ on (B)(6) 2013. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿infection; recurrence; pain and suffering; colostomy; extensive adhesions.¿ the form lists the conditions that were treated were ¿partial removal of mesh; recurrent hernia; adhesions; infection; colostomy¿ between (B)(6) 2013 and (B)(6)2013. The ppf form also indicates that the patient was implanted with two additional strattice devices on (B)(6) 2013. The form indicates that the devices were not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.